Event description:
It was reported that the stylet went through end of catheter causing the reported injury. The customer was not familiar with this product as it was a substitute. The risk manager reported that this was a user error and not product defect. The pt required a blood transfusion from the reported injury due to a pre existing coagulopathy (coagulability) disorder.